Manufacturer narrative:
The investigation stated that in rare cases, the internal wings of the lancet, which intentionally break during the lancet release, might jam the lancet's guiding channel, impeding the lancet from retracting back into the lancet housing. This could not be confirmed in this case since no product was returned. A user error can be excluded as a root cause. The medical risk of this issue is less than remote.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained that the lancet did not retract on an accu-chek safe-t-pro lancet device affecting 1 nurse. The nurse performed a finger stick on a patient and the lancet did not retract and was protruding from the end of the device. The nurse was accidentally stuck by the exposed lancet. Both the patient and the nurse underwent testing for blood borne pathogens. No medical treatment was required. No adverse event occurred. The lancets were requested for investigation. Replacement product was sent.